Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy, the cable of the elevator xl broke while in contact with the patient and was removed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h6. One 72202628 elevator xl used in treatment, was not returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The complaint states: ¿ during a hip arthroscopy, the cable of the elevator xl broke while in contact with the patient and was removed¿. This a six year old device. An exact root cause cannot be determined however, excessive force, improper use or cleaning of device may be a factor. The instruction for use states: ¿pay careful attention to cleaning devices with challenging design features. Challenging design features can include, but not limited to, suction levers, stopcocks, interfaces, cannulations, holes, blind holes, crevices, hinges, mating surfaces, etc¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.